Event description:
No additional information is available.

Manufacturer narrative:
A complaint history check was unable to be performed since no material, lot/batch number was provided. A device history record (DHR) review was unable to be performed since no material, lot/batch number was provided. Retain sample analysis could not be performed as no material, batch/lot number was made available for this reported event. Root cause could not be determined due to unavailability of sample and batch/lot number information.

Event description:
It was reported that bd intima-ii unknown catheter defective / damaged at 7:40 a.m. On (B)(6), 2025, an intravenous puncture was performed at bedside 16 for. After exhausting the air, fluid leakage was found at the tip of the cannula, and it was suspected that the cannula was damaged. The cannula was immediately discontinued and reported as a device malfunction. No injury was caused to the patient.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.